Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Pump error 63 alarm confirmed in device history due to broken trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer current blood glucose was 303 mg/dl. Customer stated blood glucose had been running high for past 2 days and passed displacement and self test. Customer agreed to troubleshooting for high blood glucose. Customer stated they had been using insulin pump system within 48 hours of reporting high blood glucose. Customer stated auto mode feature was not used during the time of the event. Customer alleged insulin pump was under delivering because the basal was not being delivered since bolus seem to be working. The insulin pump will be return the product for analysis.